Event description:
Procedure: esophagectomy. According to the reporter, a leak was observed from the gastric conduit staple line, requiring operative intervention.

Manufacturer narrative:
(B) (4). (B) (4).